Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported battery not charging was confirmed. Based on the available information, a possible root cause of the battery not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery: battery /1650de/ (B)(4)/ expiration date: 10/31/2018 UDI #: (B)(4), device available for evaluation: yes, return date: 11/30/2018, device evaluated by manufacturer: yes, dev rtn to MFR? Yes, device mfg date: 11/27/2017, (B)(4). Brand name: heartware ventricular assist system ¿battery: battery /1650de/ (B)(4)/ expiration date: 11/30/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 11/30/2018, device evaluated by manufacturer: yes, dev rtn to MFR? Yes, device mfg date: 11/20/2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Three batteries were returned to the manufacturer due to all not charging not charging. All batteries displayed blinking red lights. It was noted that batteries were tested on different ports and different chargers and still displayed blinking red lights. The battery subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.